Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the instrument test well image in question, which appeared as visually negative, with no agglutinates in the well. (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative outcome with anti-b (murine monoclonal) series 3 on a galileo echo instrument.